Manufacturer narrative:
Per clinicians review, generalized illness has been added to patient code. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On this 2/27/2020 it was erroneously omitted to check "corrected data" in follow up report 2. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with 150cc mentor memorygel breast implants experienced bilateral rupture, feeling ill, swelling in body, green puss pouring from nipple, blood pouring from nipple, possible infection, throbbing chest, huge hole in nipple that goes underneath breast, dizziness, raw skin showing, light headiness, and fainting post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left sided device. See 1645337-2019-25843 for contralateral prosthesis report.